Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device did not re-open after being closed on tissue. A laparoscopic hook was used to separate the device from tissue, and there was no patient injury.